Manufacturer narrative:
(B)(4). D10: 110010268; g7 osseoti multihole 60mm g; 7024727. 010001003; g7 screw 6.5mm x 50mm; 6468223. 010001000; g7 screw 6.5mm x 35mm; 7073501. 010000998; g7 screw 6.5mm x 25mm; 6847824. 00625006540; bone scr 6.5x40 self-tap; 63910872. 11-301241; arcos cal sz a std +20 60mm; 768840. 00-2232-001-18; 1.8mm stainless steel cable; 65223148. 00-2232-001-18; 1.8mm stainless steel cable; 65202341. 00-4894-054-10; acet augm size 54. 10mm thick; 64803382. 00-4199-001-38; acet restrictor 38mm dia; 64583137. 11-300615; arcos 15x200mm prx tpr dist; 363960. 110024465; g7 dual mobility liner 46mm g; 357930. Ep-200152; act artic e1 hip brg 28x46mm; 348730. 650-1067; cer option type 1 tpr sleve +3; 3087988. 650-1055; cer bioloxd option hd 28mm; 3087109. 281001100; ball nose guide wire 100cm; 165570. G2: foreign: south africa. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00291. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was born with hip dysplasia. The patient¿s cup started to wear and was revised. One year post implantation, the patient fell, and the cup was found to be loose. The surgeon recommended a custom implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. B3: date of event has been updated to ¿unknown¿ to align with when the patient¿s fall occurred which is unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: progressive osteolysis along both the femoral and acetabular implants of the left hip arthroplasty as noted with loosening and vertical malrotation of the acetabular implant. A left hip arthroplasty is present with evidence of prior revision. There is no fracture or dislocation. Screw fragments are present within the lateral acetabulum, which is dysplastic in appearance. This complaint was confirmed based on the provided x-rays. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.